Event description:
A pt had a loss of therapeutic effect. The area of the pt's body effected by the issue was both their legs and feet. The pt stated that it felt like their stimulator/device was not working at all. It was noted that there was no known accident or incident that occurred, that could be related to the issue. The pt's outcome was not reported.

Manufacturer narrative:
(B)(4).